Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced insufficient bloow flow. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: during blood collection using a venflon and luer adapter, but also during venous blood collection, blood could not be aspirated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-13. H.6. Investigation summary: bd received eight (8) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for poor sleeve recovery with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor sleeve recovery. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced insufficient bloow flow. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: during blood collection using a venflon and luer adapter, but also during venous blood collection, blood could not be aspirated.